Event description:
A malfunction was reported with the display code malf 16, and no notable events occurred prior to this. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use a multiple daily injections (mdi) therapy as a backup. The customer acknowledged and understood the instructions for putting the pump into storage mode before returning it with a pre-paid label within ten days.